Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implant date: (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing or oversensing that could possibly interfere with mode switch operation. The ra lead remains in use. No patient complications have been reported as a result of this event.